Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2012. Inratio: 4.2. Date: 09/15/2012. Inratio: 5.2. Date: (B)(6) 2012. Inratio: 3.9. Testing was conducted on fresh fingers for each draw. Repeat tests done within minutes of previous test. Pt's therapeutic range is unk.

Manufacturer narrative:
It was reported to alere that while repeating tests, pt applied second drop to test strips. Improper test technique may have led to discrepant results. Strips from given lot were exhausted and pt tried new strip from new lot were exhausted and pt tried new strip from new lot applying blood drop properly and obtained satisfactory result per pt of inr=4.6. Alere tech support reviewed proper test technique with the pt. Product not being returned. Inratio2 precision data provided by end-user lot: 266050, date: (B)(6) 2012, 1st inr = 4.2 2nd inr = 5.2 3rd inr=3.9, mean = 4.43 sd= 0.68 % cv= 15.35. Since % cv is less than 20%, inratio meter results pass the criteria for precision. Customer reported lot 26650 is out of retains to test. No customer returns available. Lot 266051 belongs to the same brick. In-house therapeutic donor testing has been performed on reported lot 2660512. Results as follows: donor207: inratio: 3.2, inratio2: 3.3, inratio2: 3.5, ref: 2.86, bias: 1.86-3.86, %cv: 4.58. Donor225: inratio2: 4.2, inratio2: 4.2, inratio2: 4.5, ref: 4.48, bias: 3.48-5.48, %cv: 4.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less that 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.